Event description:
The reporter indicated that the deviice could not be inquired in march. No pacing and sensing anomaly was observed. The device was monitored, but the physician decided to replace it due to the inability to inquire.